Manufacturer narrative:
Event date is estimated. Explant date is unknown. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient had the device explanted. The reason was not known and the explant date unknown.